Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Failure analysis - the issue of the complaint has not been confirmed. Catheter cut 15.5cm from sensor exposing internal wires. Catheter crimped 2cm from sensor. The icp express read 509. No further testing possible. Root cause- the complaint was not confirmed as the microsensor was detected with the icp express. However, the possible root cause of the damage catheter could be due to mishandling.

Event description:
A facility reported the microsensor could not be detected (ID 826631) after it was connected to the icp monitor. Then the physician changed with a new microsensor which could be detected. The event happened during procedure, before implantation site closure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.